Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device was implanted to treat foot pain and neuropathy, however the patient said they regretted the implant because he continued to have neuropathy and his feet felt like they were on fire. The patient said that his pain was worse now than it was before implant. The patient mentioned previously taking vitamin b, but he stopped after implant. The patient said he didn't know if it was set right or not. For the past 3 or 4 days the patient set it to where he does not feel the stim sensation before bed at 0.7 or 0.8 and when he woke up it set itself on 1.6. The patient wanted to know why this was occurring. The adaptive stimulation was adjusted. The patient was directed to follow up with their hcp to discuss therapy concerns. No further complications were reported.